Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for a generator changeout procedure. Prior to procedure, fluoroscopy was performed and revealed that the patient's right ventricular lead suffered conductor externalization. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The field report of externalized conductors was confirmed. As received, a partial lead was returned in two pieces for analysis. Visual examination of the lead found the distal end of the helix header was shifted proximally inside the insulation sheath by 1.0 mm. Internal insulation abrasion was noted at 7.0 cm to 9.5 cm from the distal tip, breaching the ring electrode lumen with no damage noted to the cable coating. External insulation abrasion caused by friction to another device or feature of the heart was noted at 8.5 cm to 9.5 cm from the distal tip. External insulation abrasion caused by friction to another device or feature of the heart was noted on the non-functioning empty lumen at 18.2 cm to 18.5 cm from the distal tip, breaching the right ventricular cable lumen. External insulation abrasion caused by tight suture sleeve tie down force was noted at 36.7 cm to 36.9 cm from the distal tip. There was no damage to the etfe cable coating noted. Other damages found on the lead are consistent with those occurring at the time of explant. Electrical testing did not find any indication of conductor fractures or internal shorts.